Event description:
The implant housing was extruding through the skin. The user was not wearing the device too often due to the wound, however, the hearing performance was good when he used it for tele-learning. The user was explanted and implanted on the contra-lateral (left) side on (B)(6) 2020.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a re-occurring extrusion of the device through the skin. The recurrent aseptic soft tissue reaction is most likely due to a local foreign body formation, which presents with granulation tissue, pushing the device outwards. Such reaction is commonly unresponsive to conservative treatments (e.g. Corticosteroids, antibiotics, debridement) and flap repair techniques. Explantation is usually the only solution to the problem. The problems described in the recipient report seem to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant housing is extruding through the skin. In (B)(6) 2020 (four months ago) the skin over the implant coil started to get thinner and the implant coil started to extrude. Two months later the user went to the emergency room and had the skin flap closed, but it has now opened again.